Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at with a high blood glucose level of 492 mg/dl. The customer's blood glucose was 17 mg/dl on the previous day of the hospitalization. The customer stated that the cannula needle was bent which caused a failure of insulin delivery to the body. The customer was also treated for a urinary tract infection. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.